Manufacturer narrative:
The pump was not returned for evaluation. Review of the submitted log files as well as the log files downloaded from three out of the four returned system controllers showed that driveline fault alarms occurred on (B)(6) 2015, (B)(6) 2016, (B)(6) 2015. There were no driveline fault alarms or other notable alarms captured in the log file of the other system controller. Log files showed that while the pump was connected to power, the pump speed remained above the low speed limit and no other notable alarms or events besides the driveline fault alarms were captured. Based on the investigations of the returned system controllers, it appeared that the driveline fault alarms were not related to a compromised wire in the percutaneous lead and were related to the sensitivity of the driveline fault detection circuitry within the system controllers. All four system controllers were functionally tested and operated as intended during the analysis. The submitted x-rays of the patient's percutaneous lead were reviewed and appeared unremarkable. No log files from the time period before or after the patient's death were received for analysis. A correlation between the device and the patient''s expiration could not be conclusively determined through this evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received through device tracking stating that the patient was found deceased in his home. The patient was pronounced deceased at the local emergency center (ER). No further details regarding the patient's expiration were available to the (B)(6). The pump is not available to be returned to the manufacturer for further analysis.

Manufacturer narrative:
Unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing driveline fault alarms. The system controller was exchanged however, the alarm recurred on three subsequent system controllers. The patient remained asymptomatic during the events. On (B)(6) 2015, the manufacturer's technical services representative performed an on site assessment of the patient's driveline. The event log history was reviewed and indicated a potential issue with a wire in the driveline. X-rays did not indicate any trauma to the driveline. It was reported that the patient was not a candidate for a pump exchange due to underlying health issues unrelated to the device therapy. The hospital staff was advised that driveline replacement might not resolve the suspected damage. As the patient had not experienced any interruption in pump support, the alarm was permanently silenced. The patient would continue to be monitored and no further issues were reported.